Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2025 and the patient began experiencing an abscess and pain when he touched the insertion site three weeks after insertion. The patient consulted his hcp who confirmed the symptoms as an infection. The hcp prescribed an antibiotic that had no effect so the patient had the sensor removed. Per the dms, user has not been using the system since (B)(6) 2025 due to sensor removal.

Event description:
On 29 july 2025, senseonics was made aware of an incident where patient experienced infection at the insertion site with symptoms that included pain when touching around the insertion site. The symptoms first appeared three weeks after insertion. The patient consulted hcp who prescribed an antibiotic.